Event description:
Patient was revised to address hip pain in flexion.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Update 9/29/2015 - pfs and medical records received. Pfs also alleges swelling. After review of the medical records for MDR reportability, the sticker sheet for the revision indicted only the head and liner were removed for the pain. It should be noted the patient had a poly liner. The lot number for the liner is being updated. A cobalt value from (B)(6) 2011 indicated it was below 7ppb. The complaint was updated on: 10/22/2015.

Manufacturer narrative:
Conclusion and justification status for MDR: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the pinn mar +4 as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Added: patient, device.

Event description:
Ppf alleges metal wear and metallosis.

Manufacturer narrative:
This report is still considered closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.